Event description:
The customer reported via phone call that his battery has been draining faster than usual and he has had high blood glucose. Customer's blood glucose last night was 467 mg/dl. Customer's recent blood glucose was 250 mg/dl. Customer stated that after 2 days, the battery drains and he has to change the battery out. Customer stated that the battery indicator does not show less than 2 bars and the battery did not last more than 1 week. Customer does not wear the sensor but the sensor feature is on. Customer was assisted in turning the sensor feature off. Customer stated that the sensor feature has been on for 2 years and 1 month. Customer will be shipped a replacement battery cap. Customer treated with a bolus and did not want to troubleshoot for high blood glucose. Customer stated that he is working with his health care professional regarding his blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.